Event description:
It was reported the device and lead were explanted due to infection. Follow up with the healthcare professional reported, the patient was in a long term care facility, on dialysis, and died. It was also reported "there were no indications that the device or lead were a factor in the patient's death." The lead was returned to the manufacturer and subsequently tested out of specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant data is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Analysis summary: no anomalies found. Distal conductor fractured. Distal segment returned and analyzed.